Event description:
The facility's biomedical engineer reported an infusion pump with no downstream occlusion alarm found during biomed testing. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. No additional contact info was provided.